Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter fusiform abdominal aortic aneurysm approximately 44 months ago. The infra-renal neck angle was 5 degrees. The aorta was 29 mm in diameter proximally, 41 mm distally and 23 mm in length. The right and left iliac arteries were 11 mm in diameter. The right femoral artery was 10 mm in diameter and the left femoral artery was 11 mm in diameter. The right iliac arteries were moderately tortuous. It was reported that a type ii endoleak was discovered post implant and left uncorrected. Three days post implant the patient was admitted to the hospital due to urinary retention. Creatinine was found to be 4.69 and the patient received continued IV hydration with normal saline and close monitoring of urine output. A CT of the abdomen and pelvis was normal. An ultrasound of the kidneys was also normal. Creatinine was tested daily and ultimately decreased to 1.87, at which time patient was discharged. Creatinine level prior to study surgery was 1.37 one week pre-implant. The patient fully recovered by the ninth day post implant. The investigator assessed this event to be related to the study procedure and not the study device. One month later it was reported that the patient was febrile with a temperature of 101.9 degrees and few days later was admitted to the ER. Blood work showed that the patient's creatinine levels increased from 2.68 to 2.86. The patient received IV fluid and creatinine decreased to 1.35 mg/dl by the time of discharge. The creatine increase is secondary to the contract-induced nephropathy. The patient fully recovered approximately two weeks later. The investigator assessed this event to be related to the study procedure and not the study device. The patient passed away eight weeks ago due to a subdural hematoma and intraparenchymal hemorrhage. The patient had been admitted to the hospital due to a fall. A CT of the head at the time showed a hematoma and hemorrhage within the left temporal lobe with vasogenic edema. An autopsy was not performed. The investigator assessed the death as not related to the study device or procedure.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (fever, death). Patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).